Event description:
Related manufacturer report number: 2017865-2023-00805. During an in clinic follow up, episodes of noise resulting in oversensing were noted on the right atrial (ra) lead and a increased threshold was noted on the left ventricular (lv) lead. The right atrial and left ventricular leads were reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested, but not received.